Event description:
It was reported that during the revision procedure to add a cervical lead and upgrade the ipg, the physician was unable to tunnel the lead to the new battery. The physician noted that there was also an issue of sterility and lack of preparation area. The procedure was aborted with the cervical paddle and the battery left inside the patient. The physician then took the patient back to surgery after two days. The incisions were reopened and washed out, and the paddle lead was tunneled to the ipg. The patient was doing well postoperatively. The old ipg was discarded.